Event description:
The pump was returned to the manufacturer following explant due to routine end of life (eol).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4). Analysis of the pump serial number (B)(4) found overinfusion of an undetermined root cause. The pump was found to be overinfusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day). Interrogation of the pump determined it was used to infuse baclofen.

Manufacturer narrative:
Analysis has been completed. Long term testing of the pump found over-infusion with an undetermined root cause. No new or additional anomalies were found during destructive analysis.